Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On 07/26/2025, it was reported that the patient experienced inaccurate cgm values. The first call was made (B)(6) 2024. She called again (B)(6) 2025. Per documentation, when the patient called back, she clarified that she did not report to the previous rep about ending up in the hospital (she reported to tandem, but not dexcom). The patient was using tandem tslim in modified closed loop. She did check her bg which was 400 mg/dl. She could not remember the readings on her cgm during that time but she confirmed there was a difference between her bg meter and cgm. She felt sweating and lip numbness and called ems. The patient mentioned that the doctor gave her some insulin and unremembered medications. She was hospitalized for 3 nights and felt good during the call back. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On 07/26/2025, it was reported that the patient experienced inaccurate cgm values. The first call was made 07/27/2024. She called again 03/05/2025. Per documentation, when the patient called back, she clarified that she did not report to the previous rep about ending up in the hospital. The patient was using tandem tslim in modified closed loop. She did check her bg which was 400 mg/dl. She could not remember the readings on her cgm during that time but she confirmed there was a difference between her bg meter and cgm. She felt sweating and lip numbness and called ems. The patient mentioned that the doctor gave her some insulin and unremembered medications. She was hospitalized for 3 nights and felt good during the call back. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.